Manufacturer narrative:
There is no 510(k) for this device as it is eua. (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd sars-cov-2 reagents for bd max¿ system false positive results occurred. Confirmatory testing was performed by repeating the tests. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: the customer reported low positive signals for n1 in of their negative external controls and samples with the sars-cov-2 assay. All these samples have been repeated and they gave negative results. Customer believes that the bd max sars-cov-2 assay gives false positive n1 amplifications. Max 44500301 persisting discrepant results.

Manufacturer narrative:
Correction: MDR to be canceled based on new information that changed reportability. This MDR is to be considered canceled.

Event description:
It was reported while testing with bd sars-cov-2 reagents for bd max¿ system false positive results occurred. Confirmatory testing was performed by repeating the tests. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: the customer reported low positive signals for n1 in of their negative external controls and samples with the sars-cov-2 assay. All these samples have been repeated and they gave negative results. Customer believes that the bd max sars-cov-2 assay gives false positive n1 amplifications. Max 44500301 persisting discrepant results.